Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. It was reported that the reservoir compartment was broken and reservoir could not stay in place. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.